Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had a shocking sensation when turning stimulation back on. The change in therapy is not related to a positional movement. They reported it is not a strong shock and it is delayed when he presses the stim on button. They feel the stimulation and therapy relief isn't like it used to be. They had been charging their ins and recharger that day. They synced with the patient programmer and it showed stimulation on. Troubleshooting was reported to have resolved the issue. It was reviewed that this was normal when turning stimulation back on. It was reviewed how there is a slow start/ramping of the settings to get to therapeutic levels, anywhere from 2-8 sec. The patient reported they are turning the stimulation off and then on so they can feel the stimulation. It was reviewed that they should leave therapy on at all times. Patient didn't know if adjustments were made as they were just seen by their healthcare provider. Symptoms reported included a return of symptoms where it was their overall dystonia symptoms. They had thought their external equipment was not working however confirmed that the recharger battery and ins battery were both full based on icon patient was describing on both devices. No further complications were reported or anticipated with this event.